Manufacturer narrative:
Patient weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2018 a vertebral body retainer (right) pin sleeve will not advance and is stuck on the bar. Arm will not advance right or left (compress,distract). The set screw on the wing nut of the right arm is damaged and no longer holding the wing nut upright in order to move the arm along the bar. This is a secondary problem to the locked arm and not the primary cause for non-movement. The surgeon was not able to use this instrument for the surgical procedure. Surgery was completed with a competitor¿s system. There was no patient harm or surgical delay reported. This report is for one (1) vertebral body retainer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a review of the device history records has been requested. A review of provided photographs has also been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part number: 03.820.111, synthes lot number: t982650: release to warehouse date: 06-nov-2012, manufacture site: tuttlingen, part expiration date: n/a, list of nonconformance¿s: n/a: a review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. The raw material certificate from the sub component 505.0034 (wing nut portion) was reviewed and the used material was according to specification of this device. No non-conformance reports (ncrs) were generated during the production of this device. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. The device was not returned for investigation. Thus, the following investigation is based on the image provided. Cq device evaluation: investigation type/flow: picture investigation/broken: device condition: the returned device images were visually examined, and the center bar and two translating arms were noted assembled in the given image. However, the stuck condition was not able to be confirmed as device was not returned at customer quality. But, additionally the wing portion was observed broken at its side attachment which is consistent with the reported complaint condition. Therefore, the overall complaint condition was confirmed. No new issues were identified. Dimensional analysis and document/specification review: relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture) and no design issues were noted: dimensional analysis was not able to be performed as the device was not received at customer quality. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. However, it is possible that any unintended forces encountered by the device during usage/during reported stuck condition adjustment could have contributed to broken wing nut complaint condition. Conclusion: this complaint was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.